Event description:
It was reported that patient complained of pain and instability. Femoral implant was loose per the surgeon. The tibial implant subsided and was also loose. The revision surgeon was not the surgeon who did this primary knee.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
(B)(6). An event regarding femoral and tibial loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: the femoral component shows damage consistent with clinical use and subsequent removal and handling. There is evidence of bone interdigitation of the cement and actual bone remnants. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the reported component loosening could not be determined with the limited information provided. Further information such as x-rays, operative notes as well as patient history and follow-up notes are needed to complete the investigation to determine a root cause. Inspection of the returned devices did not reveal anything as to the root cause of the reported loosening.

Event description:
It was reported that patient complained of pain and instability. Femoral implant was loose per the surgeon. The tibial implant subsided and was also loose. The revision surgeon was not the surgeon who did this primary knee.